Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted at implant due to severe regurgitation, post echo. The surgeon reported one of the leaflets was not functioning and he subsequently implanted a different valve in its place. Operative report indicates, " twelve everting sutures were placed around the annulus and through the sewing ring of the [subject] pericardial valve which was tied down extracorporeally. We checked to make sure that there were no sutures through the post of the valve. The valve appeared okay, although one leaflet did appear to be somewhat tethered, but not from a suture. The atriotomy was closed after I convinced myself that the leaflets did move adequately, and this was closed with a running 4-0 prolene with a vent left across the valve and the endoclamp was deflated. The patient returned to a spontaneous rhythm with a and v-wires in place. We av-paced the patient and removed the lv vent. However, it was obvious at this point that there was a very large central jet with a significant restriction in coaptation of the valve surface for reasons that were not quite clear. The heart was arrested after inflating the endoclamp, and the exposure was reobtained through the interatrial groove with a static retractor. The valve was carefully excised, taking care to get all of the pledgets and suture tails out. There was no obvious suture around any of the posts or anything that we could see to explain why the valve did not move well. The posts were just felt to be somewhat rigid to me."

Manufacturer narrative:
Xray. Evaluation summary: as received, the valve exhibited indentations in the free margins of leaflet 1 and 2 at commissure 2. Although most of the sutures had been removed from the sewing ring, these characteristic markings were most likely left by a suture that was tied tightly down and against the post at the cusp 2 commissure. Moreover, visible impressions were also noted on the free margins of leaflet 1 and 3 at commissure 1. These impressions were not typical of a looped suture and may likely be due to interference in the ventricle such as chordae or papillary muscles. Cusp 2 was pushed outwards, noted visually and in the x-ray. Device evaluation indicates it is more likely that the reported event was due to surgical technique, suture looping. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.